Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
The patient reported a heart rate lower than that of the programmed lower rate of the implantable pulse generator (ipg). Follow up yielded no information. The ipg remains in use. No patient complications have been reported as a result of this event.